Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for alleged filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2220j vena cava filter allegedly experienced malposition of device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 40 year old male patient weight was not provided.